Event description:
Information received from the field notes that during a routine follow-up, interrogation found that the device was in back-up mode. A software download was performed which took the device out of back-up mode, but the battery current drain was 69ua. The physician elected to replace the device. The patient was asymptomatic.